Event description:
The patient's ipg was replaced on (B)(6) 2017.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing issues recharging the ipg approximately a year ago. Troubleshooting revealed the ipg was unable to communicate with external devices. The programmer displayed a communication error. The ipg was explanted and replaced with a different ipg model. The patient receives effective stimulation which resolved the issue.